Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 09/28/2021. (B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details, demographics regarding the additional events. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Does the author/surgeon believe that ethicon products (vicryl suture and pds suture) involved caused and/or contributed to post-op complications in both groups (surgical site infection, ileus, leakage, incisional hernia) described in the article? Please specify. Does the author/surgeon believe there was any deficiency with the ethicon products (vicryl suture and pds suture) used for cases described in this study? If yes, please provide a complete patient demographics for patients with post-op complication (surgical site infection, ileus, leakage, incisional hernia)? Were all these cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Citation: https://doi.org/10.1038/s41598-020-72619-x. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Events submitted via 2210968-2021-08923.

Event description:
Title: gunsight procedure versus the purse-string procedure for closing wounds after stoma reversal: a multicenter prospective randomized trial. The purpose of this study was to compare the gunsight procedure with the purse-string closure technique when closing wounds after loop stoma reversal. A total of 143 patients undergoing loop stoma reversal were included in the study (72 in the gunsight group and 71 in the purse-string group) between november 2013 and december 2017. Closure of the fascia was performed with a continuous technique using pds-ii 1/0. Purse-string closure technique and gunsight closure technique used vicryl 2/0 sutures. There were 87 males and 56 females with mean age of 67 years for the gunshot group and 65 years for the purse-string group. Gunsight group: (n=3) surgical site infection, (n=2) ileus, (n=1) leakage, (n=3) incisional hernia, purse-string group, (n=4) surgical site infection, (n=1) ileus, (n=2) leakage, (n=2) incisional hernia. The gunsight and purse-string techniques are effective procedures for stoma reversal and both have a low incidence of surgical site infection. The gunsight technique is associated with shorter wound healing time, higher levels of patient satisfaction with regard to healing time, and overall final score and is recommended as the closure technique of choice.